Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call of issues with customer's sensor. The caller states the sensor cannula was very short. The caller states the cannula did not go all the way into the customer's body. The caller states the customer's levels were in the low 300mg/dl. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.